Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Richard in customer service states the rear arm socket cups were cracked on right and left side.